Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Alarm confirmed in history file. The pump was received with cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 495 mg/dl. The customer stated that he tried to remove his battery and received a motor error 3 times. Customer was advised to discontinue use of the device and to revert to a backup plan.